Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217075346 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken at the proximal end attachment with the electrocardiogram (ECG) connector. No ECG signal wires were broken. The tip and loop section were intact. The lemo connector was connected and disconnected to ECG cable several times without any obstruction or difficulty. The introducer was broken. In conclusion, the reported shaft issue was confirmed through the product analysis. The mapping catheter failed the returned product analysis due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a bend to the proximal end of the mapping catheter. The catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.